Event description:
Reported 18 false positive flu b or sars results for symptomatic patients. Unknown if the all other results were confirmed. Confirmation method(s) not provided. 1 false positive flu b result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: insufficient information. Source: phones.